Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v468720, implanted: (B)(6) 2010, product type: lead. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3888-45, lot# v468720, implanted: (B)(6) 2010, product type: lead. Product ID 389133, lot# j0333558v, implanted: (B)(6) 2003, product type: lead. Product ID 389133, lot# j0333558v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The patient and healthcare provider (hcp) via the manufacturer's representative (rep) reported the stimulator was explanted. Originally, it was scheduled as a battery change, but then the rep was informed that it was an explant. The patient stated the stimulator did not really help his pain anymore. It was noted the therapy was in the right place, it just did not help. The problem was now worse and needed work up with an MRI. Reprogramming was completed a year prior to the report to assure it was in the right place and the rep thought it was helping then. It just did not help anymore and the patient needed an MRI. The lead integrity was fine. The rep reported the patient would likely be a candidate for a pump trial in the future. Relevant medical history included failed back surgery syndrome. The issue was not resolved at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator (ins) was returned to analysis, and no issues were found with the device; no significant anomaly. If information is provided in the future, a supplemental report will be issued.